Event description:
It was reported that during an unknown procedure, the distal end of the first cartridge turned upwards. The cartridge was reinstalled but the tissue was not cut after the first firing. Changed to another device of a different product code to complete the procedure. The device and reload were discarded after operation. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Video analysis: based on the visual evidence provided in the video, the belief is that the device was fired, but did not complete a full cycle. This resulted in a no cut, no staple condition of the vascular structure which was positioned further down in the jaws of the device.